Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a case the system produced a "loud pop" noise and the monitor went blank. When the customer rebooted the system it was buzzing. No pt injury was reported.